Manufacturer narrative:
Device was received with unresponsive all the buttons due to moisture damage electronic assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button of the insulin pump was not responding. Customer reported that the insulin pump had damaged and it was exposed to the moisture. Due to moisture exposure insulin pump did not responding. Customer did not mention damaged to the reservoir ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.